Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump battery was depleting quickly. Reportdly, customer continued to use the pump for insulin delivery. Customer¿s blood glucose level was 251 mg/dl.